Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-20041. It was reported the patient experienced ineffective stimulation. Also, the patient is unable to establish communication between his scs ipg and external devices due to not charging his ipg for more than 3 months as a result of the ineffective stimulation. The sjm representative tried to resolve the communication issue to no avail. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.